Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, during the studying it was reported that the patient developed a superficial pin infection. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
In the paper: " strategies in trauma and limb reconstruction 2019. Outcomes following treatment of complex tibial fractures with circular external fixation: a comparison between the taylor spatial frame and truelok-hex" author: jaco naude et al. In this study there were 45 patients, 21 bearing tsf. It was reported that a patient suffered from superficial pin infections. It is unknown how the event was treated.